Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level in the range of 300 to 400 mg/dl. Customer had low blood glucose level of 50 and 48 mg/dl. Customer was treated with insulin pump. Customer experienced blood glucose levels of 290, 121, 165, 175 and 323 mg/dl. Customer was not using auto mode. Customer did not allege insulin pump for under delivering. Customer stated that there was no air bubbles and leak. The insulin pump will not be returned for analysis.